Event description:
Complainant alleged that during biomed testing, the device wound not charge. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that they were unable to duplicate the malfunction.